Manufacturer narrative:
The exposed portion of the soft cannula was not bent or kinked. Corrosion and fluid was observed inside the device. Inspection of the soft cannula observed a tear which resulted in fluid leaking internally. Communication was not established due to the reported fluid leak. It could not be determined if there were drive issues during use. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The husband reported that the patient's blood glucose levels reached over 500 mg/dl while wearing the pod for about 8 hours. He stated that it looked like something was leaking inside the pod, there was lots of brown spots which he does not know if it is insulin or blood; however, there was none on the adhesive backing or the skin. When the pod was removed, the husband reported that the cannula appeared to be bent. As treatment, a new pod was applied and within 1 to 2 hours the patient's blood glucose returned to a normal range.